Manufacturer narrative:
Additional information was received from the customer. It was reported that the infusion accuracy issues were under infusions. The infusion center is trying to use non-dehp tubing outside of baxter indicated flow rates. Use errors and proper user instructions are addressed in the baxter service manual which states ¿when using the compatible, non-dehp IV administration sets in the pump, the following performance limitations must be observed: flow rate range and IV set usage duration for baxter non-dehp IV administrations sets is limited to 10 - 125 ml/hr with IV tubing use of not greater than 36 hours; 126 - 250 ml/hr with IV tubing use of not greater than 4 hours. Do not use baxter compatible non-dehp administration sets with the sigma spectrum infusion system for drugs and therapies requiring infusion flow rates and durations outside of the ranges specified above.¿ the customer stated that the devices will not be returning to baxter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified spectrum pump's experienced issues related to infusion accuracy. There was no known patient injury or medical intervention associated with this event. No additional information is available.